Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer, and it was confirmed that there were no issues with the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi did not receive a product for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the staff called to report an issue. A suture had been lost inside the patient, and the surgeon believed there was some type of endoscope function that would allow them to increase visualization to find the suture. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found no related issue. The tse explained there were some features in the endoscope that could be utilized like the digital zoom function and advised the staff could put the endoscope into any arm on the system to help search for the suture. The customer stated the surgeon did not want to move the endoscope to another port. The customer stated they were bringing in an x-ray device to help look for the suture and the call ended. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the needle driver was functioning properly. The fragment was found and retrieved. X-ray was not utilized. There was no noted injury to patient. The procedure was completed as usual.